Event description:
It was reported that the table lowered uncommanded. No injury was reported. A field engineer was dispatched to the site and noted the control panel table down button was sticking. The control panel was replaced and the system was working as intended.